Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to breakdown of skin flap tissue.the device was explanted on (B)(6), 2013. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.